Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse current and pulse voltage faults) has been confirmed. As received, the monitor delivered a 0 j pulse during incoming detect and treat testing. The pulse current faults and test failure were caused by oxidation on the tin connector pins j1002 and j1003 between the c/a and defibrillator pcas. The failure was caused by oxidation buildup on the tin connector pins on j1002 and j1003. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was causing pulse current and voltage faults.